Event description:
During l axillary dissection, pencil would not work in cutting mode. Device available for return to MFR for analysis. As of the 96e lot of this device, co qa said that mfg processes had been changed to correct previous problems with excessive force required to activate buttons on pencil. This may be another occurrence of the problem in a lot made after the 96e lot.